Manufacturer narrative:
H11: h2: corrected information on: e1, h6 (clinical code and impact code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, a complaint history review, an instruction for use review and a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that based on insufficient information, a thorough clinical assessment cannot be performed at this time to determine the clinical root cause of the reported events. It was noted that x-rays revealed a metal object within the soft tissue of the knee. The x-ray images were not provided for review. An image of the retrieved fragment was provided for review; however, it does not provide insight into how the breakage occurred. The metallic fragment was removed during the procedure. The fragment was not returned to s&n and we are unable to confirm the origin of the fragment. The patient impact was determined to be additional procedure and fragment removal. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes). Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a meniscal-root repair surgery performed approximately two years ago, the patient required a follow-up surgery for meniscal re-rupture and consequently underwent an x-ray. The x-ray revealed a metal object within the soft tissue of the knee. This adverse event was resolved by removal of the metal object, likely a jaw from a firstpass mini, on (B)(6) 2025. Patient outcome is unknown.

Event description:
It was reported that, after a meniscal-root repair surgery performed approximately two years ago, the patient required a follow-up surgery for meniscal re-rupture and consequently underwent an x-ray. The x-ray revealed a metal object within the soft tissue of the knee. This adverse event was resolved by removal of the metal object, likely a jaw from a firstpass mini, on (B)(6) 2025. Patient outcome is fine.

Manufacturer narrative:
H11: h2: additional information in b5.